Manufacturer narrative:
(B)(4). The customer's complaint of a channel disconnect could not be confirmed. The product was not returned for failure investigation although requested on multiple occasions (4 attempts via phone and e-mail and 1 attempt during customer site visit). The cause of the customer's channel disconnect is unknown. Upon further evaluation, we have determined this to be reportable.

Event description:
Customer reported a channel disconnect occurred on a patient with a saline infusion. The customer also requested analysis of any fluid residue found on the iui connector. No patient harm or medical intervention was required.